Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was admitted to the hospital on (B)(6) 2013 after a fall that caused a periprostatic fracture and 9 holes locking distal femur plate was used for an open reduction internal fixation. Patient was discharged on (B)(6) 2013. Implant date is unknown, a revision procedure was done on (B)(6) 2014 patient was admitted to the hospital because of pain and discomfort. X-ray was taken and it revealed that the patient had a fracture and broken device on the left knee. Patient walks with partial weight bearing with walking support aid. Procedure was successfully completed with no delay and no reported patient harm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No ncr's were generated during production. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the plate occurred at the third distal locking compression plate hole close to the area of the bone fracture. The light gold anodized plate was made of ti6al7nb (titanium alloy). The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso (B)(4) and astm (B)(4) for implants made of (B)(4). The dimensions of the investigated plate (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate was 16.22 mm and the thickness was 5.84 mm. The measurements were taken close to the fracture surface. A 5.0 mm locking screw was jammed inside the locking compression plate combi-hole. The loosening moment under laboratory conditions was 14.94 nm. The recommended tightening torque of a 5.0 mm locking screw is 4.0 nm. The plate showed mechanical damages of the threads of the two locking compression plate holes located distally next to the fracture site. When examining the fracture surfaces of the distal fragment of the plate using scanning electron microscopy, the initial fracture areas and the fracture behavior were identified. The cracks started at the upper (lateral) side at the thread of the plate ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations with subsidiary cracks were observed over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). On the other piece fatigue striations with subsidiary cracks were observed at the crack propagation zone and over a smaller area of the fracture surface. The fatigue striations then changed over to dimples. The area with dimples corresponds to the (residual) forced fracture zone. Scanning electron microscopy observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, it can be concluded that the plate was subjected to low dynamic bending loads. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded.(B)(6). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.